Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device return status updated from returning to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a cerebral aneurysm embolization interventional procedure using an 8f sheath. Reportedly, when the device was removed from the patient, the suture thread was loose but the knot was formed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture malposition was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9- device available for evaluation updated from ¿no¿ to ¿yes¿. H3 - device returned to mfg? Updated from ¿no¿ to ¿yes¿. H6 - type of investigation code 4114 removed and codes 10, 4116 were added. H10 - additional mfg narrative: revised.

Event description:
Subsequent to the initial filed report, additional information was received via returned device analysis: a guide break held together by the actuator wire was observed. Follow up with the account confirmed that the guide break did not occur during the procedure and occurred during shipping back to manufacturer. No additional information was provided.